Manufacturer narrative:
(B)(4); records indicate this system remains in service without further complication. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a pause in pacing of 2.8 seconds. The pause was observed the night after implant on telemetry. An x-ray was performed and the lead was in the same position, however some of the slack was pulled back. Boston scientific technical services (ts) reviewed strips and discussed the pause was combination of loss of capture and oversensing. No adverse patient effects were reported.